Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the power error detected alarm recurred on their insulin pump. They had previously called to report a power error detected alarm and had gone through troubleshooting to clear it. They had changed the battery but received the alarm again. They changed the battery 4 times. They were getting a failed battery alert. The customer¿s blood glucose level during the incident was 180 mg/dl. Troubleshooting was performed. The power error detected alarm recurred within a week of troubleshooting previous occurrence. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received not stuck in the manufacturing mode. Insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, keypad overlay texture damage and serial number label missing. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly.